Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate programming and ventricular oversensing. The ventricular sensitivity was decreased. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.